Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: disfigurement. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient of an unknown race who underwent breast reconstruction surgery with a mentor memoryshape breast implant 475 cc (date of implant (B)(6) 2017) has reported disfigurement of the left breast, diagnosis of melanoma after date of implant, and granuloma. As per the patient, the patient was diagnosed with a primary malignancy of melanoma in 2019. The patient has a history of sun damage. Her family has a history of melanoma as well. As a result, the patient underwent removal of the melanoma. Furthermore, the patient had an MRI completed which exhibited that silicone had traveled to the right axilla and mediastinum. The MRI showed both implants intact, in which the granuloma may have been a result of possible previously implanted devices or a possible gel bleed to the right implant. It is unknown what type of implant the patient has on the right side. This report is for the left breast prosthesis.

Manufacturer narrative:
On jul 28 2020, additional information was received indicating the patient experienced rupture on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2020 indicated the patient experienced bilateral granuloma. The contralateral device was identified as a mentor memoryshape breast implant 420cc, catalog number 3341305, serial number (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The following information was erroneously omitted from b5 in the previous report: as a result, the patient underwent removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On sep 29 2020, additional information was received indicating there was a minimal amount of fluid surrounding the implants bilaterally which was discovered via sonogram. The devices were also reportedly discarded post-explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 30, it was noticed the following information was erroneously omitted from the previous reoprt: the explantation for the right side device was (B)(6) 2020. Additional information was received on jul 9 indicating the patient experienced capsular contracture baker grade iii on the left side and device migration on the right side. Manufacturer¿s reference number: (B)(4).